Manufacturer narrative:
Unit received with operating currents within specification. Unit passed unexpected alarm error test, rewind, basic occlusion test, occlusion test, prim test, excessive no delivery test and displacement test. Unit passed dat test at 0.08720 inches. Unit received with no vibration alert due to vibrator motor not properly plugged in to the interface board. Unit was unable to download due to multiple corrupted history file alarms in history screen. Corrupted history file alarms are due to corrupted history file. Unit received with cracked reservoir tube lip and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away at home. The cause of death was heart failure. The caller stated that the customer's death was not diabetes related. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death, but was not using it to administer insulin, but in combination with continuous glucose monitoring. The customer was using sensors. The caller agreed to return the insulin pump for analysis. The pump passed some functional testing however, the pump was received with no vibration alert due to vibrator motor not properly plugged in to the interface board. Pump was also unable to download due to multiple a47 alarms in history screen. A47 alarms are due to corrupted history file.